Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a blood glucose of 50 mg/dl. The customer did not feel any symptoms of hypoglycemia so he just ate breakfast and treated with a minimal amount of insulin. Troubleshooting for low blood glucose was declined. No products were shipped or returned.